Event description:
It was reported that the arctic sun device had flow issue, preventive maintenance needed. Per sample evaluation results on 19mar2024, it was reported that there were cracks on the level sensor and the temperature in cable was damaged .

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a damaged temperature cable. A device history review is not required as the serial number is unknown.the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.